Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Analysis of the log file showed that the system did not complete the startup sequence. The fse identified that there was an issue with cmos battery of the host pc due to low voltage. The fse replaced the cmos battery of the host pc, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the machine is not booting up. Philips has started an investigation of the complaint.